Event description:
Healthcare professional reported "the blue lettering from the funnel was transferred to the it of a non-allergan device. Device not implanted. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).